Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was unknown. The pump was not explanted, and an autopsy was not performed. The device parameters were within normal limits for the patient, and the outcome was reported as not device or therapy related.